Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported a posterior capsular opening post posterior cortical removal in the right eye. No anterior vitrectomy was necessary. A sulcus three piece intra ocular lens was placed. No additional treatment was needed. The surgeon referred the patient to a retina specialist for a comprehensive dilated exam. No further information is expected.